Event description:
The proximal segment of this toe joint implant broke at the area of the hex during the initial implantation surgery. The damaged segment of the device could not extracted. The surgeon completed the case using standard orthopedic k wire. No adverse pt effect has been reported. (B)(4).

Manufacturer narrative:
A segment of the device is expected to be returned for mfg evaluation on release by the clinical facility. No return has yet occurred.